Event description:
Patient revised. Report states night pain, impaired function, restricted range of motion. No other information is available.

Manufacturer narrative:
Conclusion and justification status: complaint review identified that insufficient information had been provided to investigate the reported incident. The complaint shall be closed with an indetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.